Manufacturer narrative:
The lead was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that the threshold measurements of this left ventricular (lv) lead had increased and the lead was not pacing in an ideal location. The lv lead may have dislodged. The patient had chronic extreme coughing which may have contributed to the lead becoming dislodged. The lv lead was explanted and replaced. No additional adverse patient effects were reported.